Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track the trend of this issue.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked at 21:30 on (B)(6) 2025, the nurse prepared to replace the patient's closed-system indwelling needle. After successful insertion, bleeding was observed at the y-shaped side port of the indwelling needle. To avoid disrupting the patient's treatment, a new closed-system intravenous indwelling needle was immediately replaced. The patient completed the treatment without incident.